Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The field service specialist (fss) had visited the customer site to inspect the system for the reported issue of unit lock-up during use, which fss was unable to duplicate the reported issue. Fss checked all connections and settings as well as verified footpedal is working and found no problem with the touchscreen. Customer had reported it was a new surgeon and they might have been on the pedal when changing settings and this according to the fss would have locked up the unit. Customer rebooted unit and proceeded without any more problems. To resolve the noted bent IV pole tip and broken bottle hanger issues, fss replaced the IV pole actuator and bottle hanger. Fss performed the system checkout and the two (2) year preventative maintenance (pm). Fss also checked all connections, replaced all filters, o-rings and batteries. Fss recalibrated vacuum, verified all modes of operation and all calibrations as well as reset service interval. The unit was found to meet all required specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a field service visit to customer site, the abbott field service specialist found IV pole tip is bent and bottle hanger is broken, does not stay on anymore.